Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, since the device malfunction was confirmed, the following additional information stated that the set pressure was 10 mmhg, the flow rate setting was high, the relief mode was on, and the alarm delay setting was unknown. During laparoscopic gastrointestinal surgery, an overpressure alarm was triggered (without a tube clogging warning). Pressure was generally maintained at 10 mmhg, but temporarily increased to 12¿14 mmhg when the alarm activated. No abnormal abdominal distension was observed in the patient. No other gas source apart from the uhi-4 was used. A pinch valve was employed for smoke evacuation, and the suction tube remained connected. The tubing used was a reusable olympus product, and the trocar was manufactured by applied medical. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflator had insufflation pressure that exceeded the set pressure of 10 and rose to 15 mmhg, occurred during unspecified procedure. There were no reports of patient harm.